Event description:
It was reported that the customer did not receive alerts when the reservoirs ran empty. The blood glucose reading was 58 mg/dl. The customer stated that she received an alert when she had 10 units of insulin left but did not receive one when it was completely depleted. Advised the customer that the low reservoirs alert was designed to inform her that the reservoir needed to be changed. She stated that she had thought the insulin pump would alarm no delivery once the reservoir rant out of insulin. Explained the no delivery alarm function. No further assistance necessary and nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per, variance 5. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.